Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was implanted with a strata ii valve in (B)(6) 2014. According to the report, on (B)(6) 2015 the valve was explanted because it would not adjust. It was also reported that the patient was having bad headaches. Reportedly, the patient has had several MRI's since having the valve implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.